Event description:
Device 2 of 3. Ref MFR report #: 1627487-2012-11699. 1627487-2012-11701. It was reported, the pt experienced heating while charging the ipg. The physician explanted the scs system. It was reported, the pt quit using the scs system after he received the charging letter. In addition, the pt reported he had other health issues, and wanted to be able to have an MRI in the future. On 08/01/2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.